Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after waring the pod on the back longer than 48 hours, the patient developed an abscess. The patient was referred to the dermatologist, who puncture the site to drain and disinfect and prescribed an ointment (baneocin) to be used at the site. The pod was discarded.